Event description:
Hot pack ruptured and liquid from inside the hot pack leaked onto hand when the hot pack was squeezed to activate it for use. It felt like it burned the hand and a red mark appeared. The burning resolved after the hand was washed. The red mark resolved.